Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. The trunk cable showed evidence of physical abuse. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt was causing frequent check therapy pad messages.